Event description:
It was reported patient underwent bilateral knee arthroplasty procedures. Additional information provided in a review of invoice history confirms the right knee arthroplasty occurred on (B)(6) 2005 and the left knee arthroplasty occurred on (B)(6) 2005. Subsequently, patient alleges a revision on an unknown side was performed in 2007 and another in 2008 allegedly due to pain. It is unknown which side was allegedly revised. Additional information received indicates that the patient underwent a right knee revision procedure on (B)(6) 2013 due to instability. All components were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The additional information indicates that a right knee revision procedure was performed on (B)(6) 2013 to remove and replace all components due to instability. There were two prior revision procedures reported for this patient that occurred in 2007 & 2008. It is not known which knee(s) were revised and/or what was removed and replaced as a review of invoice history could not locate revision invoices for the patient. Therefore, it is not known which components were removed and replaced during the revision procedure on (B)(6) 2013. Previous medwatches submitted for this patient are as follows: (reference 1825034-2013-00162 / 00172)

Event description:
It was reported patient underwent bilateral knee arthroplasty procedures. Additional information provided in a review of invoice history confirms the right knee arthroplasty occurred on (B)(6) 2005 and the left knee arthroplasty occurred on (B)(6) 2005. Subsequently, patient alleges a revision on an unknown side was performed in 2007 and another in 2008, allegedly due to pain. It is unknown which side was allegedly revised. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown. This report is number 5 of 11 mdrs filed for the same event (reference 1825034-2013-00162 / 00172). This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.